Event description:
Healthcare professional reported, during surgery to replace implants. It was discovered, that left implant was ruptured. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior and one opening on the anterior side assessed, as fold flaw opening. And missing on the anterior, posterior and radius side assessed, as inconclusive. Additional observation: crease observed, on the device. No penetrating nick ( stress marks).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device replacement.

Event description:
Healthcare professional reported during surgery to replace implants, it was discovered that left implant was ruptured. Device has been explanted and replaced.